Event description:
Customer called needing help in setting the time on the meter. During troubleshooting, it was discovered that the meter was in mmol/l. Changed the meter back to mg/dl. Customer had not changed medication based on readings.